Event description:
Patient had a tumor in the s4 (20mm) dome type. It was removed by surgical procedure. The patient also had 2 tumors in s7 (26mm-20mm) "rfa" was used. The doctor used max power under impedance control with a single electrode 3cm. The doctor reported the cool-tip system works well and there is no distrust concerning the cool-tip system. The day after the operation patient didn't have any problems. On the third day patient re-started dialysis, the patient experienced violent pain. The x-ray image of the right lung was not good. Oxygen saturation was 60%. The patient was loosing consciousness. The doctor found thrombus in portal vein and arteria mesenterica superior by the open belly. Patient passed on the fourth day.